Manufacturer narrative:
(B)(4). Batch #: unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a lar case, doctor used contour curved cutter stapler and reload contour was cut but not able to staple. First reload, it was not staple completely. Second reload, the stapler did not come out. So the doctor completed the case by hand-operated. Surgery was delayed 20 minutes as a result. No patient consequence reported.